Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing was broken near the needle. The following information was provided by the initial reporter, translated from chinese: "when using, it is found that the pipeline is broken at the small clip of the indwelling needle"

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing was broken near the needle. The following information was provided by the initial reporter, translated from chinese: "when using, it is found that the pipeline is broken at the small clip of the indwelling needle"

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of tubing defective / damaged were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.